Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an unexplained power on event was reported. Product was available for evaluation. An exterior visual inspection was conducted and passed. A receiver charge and boot test was performed and passed. Received download was successfully downloaded. Receiver download confirmed rttloss power on events. A receiver functional test was performed and passed. An internal inspection on the receiver found moisture damage. Customer allegation was confirmed and a probable cause was determined to be moisture damage. No additional event or patient information is available.